Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the while reading blood glucose insulin pump screen turned gray and keys were no longer responding. The customer¿s blood glucose level was 105 mg/dl. Customer reported that the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reported that the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the insulin pump errors, power loss alarm and program pump. The insulin pump will not be returned for analysis.